Event description:
The pt reported he noticed in 2007 the down button of his insulin infusion device was not working and, as a result, his blood glucose reading was 470mg/dl. He stated that on friday night he awakened 3 times with blood glucose readings ranging from 400-470 mg/dl. He said each time he performed a quick bolus and went back to bed. He stated that when the third reading was still over 400mg/dl he "started to investigate." He said when he gave himself a bolus for the third time he noticed that the down button was not initially responding. He stated, "when I push the down button I can hear it engage, but there is no audible noise." The pt stated he has been working around the issue by using the standard bolus feature. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.